Manufacturer narrative:
D9 - date returned to mfg on 11/21/2023. Received one used 14687-15 primary plum set for inspection. No damages or anomalies noted. The set was leak tested per product specifications. There was leakage from the pump access ports. The cassette was dimensionally measured and found to be warped. The reported complaint of leakage can be confirmed. The probable cause of the leakage is due to warpage due to excessive heat during transportation. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where the reporter stated that the cassette was showing found cracked and causing leakage during infusion. No further information was provided. There was patient involvement but no patient harm.

Manufacturer narrative:
E1 - initial reporter phone has an extension number (B)(6). The device is available for investigation- it has not been received.